Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12732. It was reported the patient experienced uncomfortable stimulation located in their chest due to lead migration (confirmed via x-rays). Surgical intervention may occur to address this issue. Device information for leads are unknown at this time. The device information is unknown.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12732.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-12732. Additional information received advised that the patient underwent surgical intervention wherein the leads were explanted.